Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, red particles, cloudy gel and was observed after autoclave cycle: air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.